Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Damages by moisture. Unit modified according to guideline of manufacturer. Unit safety test performed according to manufacturer's final test procedure with reference accessories. Functional test performed. Electrical safety test completed. Hipot test completed. Functional test according to test procedure completed. Contacts of the keypad corroded: hand control set replaced. Motor too loud - motor replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. Preventive replacement of o-rings performed according to service manual. As per input check report, contacts of the keypad corroded, motor is corroded, the motor makes unusual noise, short circuit in the cable, the device is leaky and hipot test was failed. The possible root cause could be the fluid ingress into the motor compartment. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post-surgery to an unspecified surgical procedure, it was observed that the micro tornado hp w hand control device had a jammed motor and did not turn. During in-house engineering evaluation, it was determined that there a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.